Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device malfunction: loose stent. Symptoms/ae: none. Time of malfunction: during prep. It was reported that during device preparation, it was noticed that the stent was not positioned properly on the balloon. The device was not used. Although requested, there was no add'l info provided.